Manufacturer narrative:
(B)(4): eval conclusions: (no conclusion can be drawn): the product pertaining to this claim has not been returned for eval. Based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer aspheric single plate lens. Stated that the lens folded wrong. No further info was available.